Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. The tip, balloon, markerbands, proximal weld and inner/outer shafts of the catheter were microscopically and tactile inspected. Inspection revealed kinks in the inner and outer shaft located 34.5 cm, 36 cm, 38.5 and 39 cm from the strain relief. Functional testing consisted of attaching an inflation device to the hub of the sterling otw device and inflating to rated burst pressure. The balloon inflated and held pressure for five minutes without leaking. No other damage or irregularities were noted. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the 4.0mmx80mmx135cm sterling¿ balloon burst at about 4 atmospheres while dilating the lesion in the left popliteal artery. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the 4.0mmx80mmx135cm sterling¿ balloon burst at about 4 atmospheres while dilating the lesion in the left popliteal artery. The procedure was completed with another of the same device and there were no patient complications.